Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for one 39 year old female patient. The sample was repeated with lower results. The following data was provided (<26.2 = normal): sid(B)(6) processed on (B)(6) 2026 initial result = 40.6 repeat result = <1.9 pg/ml reference range: <15.6pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.